Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. The customer changed out all supplies after each occurrence. The customer's blood glucose level ranged from 400 to 500 mg/dl with trace ketones. The customer administered manual injections. As the event occurred in the past, troubleshooting was unable to be performed with tandem technical support.